Event description:
It was reported that the health care provider (hcp) had an impedance reading of less than 250 ohms on the patient's device. It was noted that the hcp also "noticed therapy measurements of 98 ohms for the other side in question" during previous impedance check in (B)(6) 2012. It was noted that the patient "had a previous issue with a short." It was noted that the hcp thought "it could be an intermittent problem because the patient's implantable neurostimulators (ins) were implanted in the abdomen." It was unknown if the device was off at the time of the report. It was noted that the hcp planned to discuss the short circuit and therapy issue with the implanting physician. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient went to see an hcp for a second opinion, and had a revision performed. The patient's neurostimulator was replaced with an rc (B)(4) and adaptor. For additional information about the procedure, see MFR. Rep. # 3004209178-2012-11902.

Manufacturer narrative:
Concomitant medical products: product ID 748295, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 3387-40, lot# j0319999v, implanted: (B)(6) 2004. Product type: lead. (B)(4).